Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by turbid effluent. The patient visited the outpatient department however, it was not reported if the patient was hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1gm, every 4th day, intraperitoneal, discontinued after 14 days) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued after 14 days) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was ongoing. It was reported that patient retraining was completed. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.